Event description:
Customer reports: both rams drive at the same time when "b" side is moving.

Manufacturer narrative:
Liebel - flarsheim field service report: fse could not duplicate the uncommanded movement during the service investigation. As a precaution, the power control interconnect pcb was changed since a failure of an electrical component of this board has been identified as a potential cause of this type of issue. The injector was tested through 4 different protocols 32 times to try and duplicate the error, but it was never duplicated. Unit returned to full service by the customer.